Event description:
It was reported that during a lap cholecystectomy, the bag broke upon deployment. All pieces of the pouch were intact. Another device was used to complete the procedure. There was no adverse consequence to the pt reported. Device was discarded.

Manufacturer narrative:
(B)(4). (B)(4). Info is unavailable; device was not returned for evaluation. Evaluation summary: as a lot number was not received, a device history review could not be performed.